Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent placement, the physician delivered the smart control 8 x 100 stent to the target lesion. During deployment, the physician experienced difficulty crossing the target lesion and extra force was used. The stent jumped forward and was deployed distal to the intended target lesion. The locking pin was noted to have been in place. The physician noted that the stent was covered fully and that an additional stent was not necessary. The procedure was completed successfully. The patient is in stable condition. There was no reported patient injury. The approach for the procedure was from the right femoral artery with a 6 fr. Terumo destination sheath and the left popliteal artery with a 0.014 300 cm. Bsj aguru guidewire by the pull-through technique. The target lesion was the left superficial femoral artery (sfa). The lesion was reported to be: heavily calcified, 30 cm. Length, not tortuous, and a 100% stenosis. The lesion started from just below the bifurcation of sfa and dfa (deep femoral artery). The target lesion was crossed with the guidewire sub-intimally due to heavy calcification. A 5 x 100 genity rx balloon catheter was used to pre-dilate the lesion though not enough. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The handle of the sds was held flat and straight outside the patient.

Manufacturer narrative:
During an interventional endovascular procedure for stent placement, the physician delivered the smart control stent to the target lesion. During deployment, the physician experienced difficulty crossing the target lesion and extra force was used. The stent jumped forward and was deployed distal to the intended target lesion. The locking pin was noted to have been in place. The physician noted that the stent fully covered the lesion and that an additional stent was not necessary. The procedure was completed successfully. The patient is in stable condition. There was no reported patient injury. The approach for the procedure was from the right femoral artery with a 6 fr. Terumo destination sheath and the left popliteal artery with a 0.014 300 cm. Bsj aguru guidewire by the pull-through technique. The target lesion was the left superficial femoral artery (sfa). The lesion was reported to be: heavily calcified, 30 cm. Length, not tortuous, and a 100% stenosis. The lesion started from just below the bifurcation of sfa and dfa (deep femoral artery). The target lesion was crossed with the guidewire sub-"intimally" due to heavy calcification. A 5 x 100 genity rx balloon catheter was used to pre-dilate the lesion though not enough. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The handle of the sds was held flat and straight outside the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15463879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four (4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15463879. Outer member subassembly lot 15457475 was reviewed. It was observed during review of this lot that no nonconformances and process excursions were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The polyimide wire lumen subassembly lot 15458303 was reviewed. It was observed during review of this lot that no nonconformances and process excursions were generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15458303. No other issues were noted that were considered potentially related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It was stated that the physician had to use extra force in the attempt to cross the lesion. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant products: 6 fr. Terumo destination sheath, 0.014 300 cm. Bsj aguru guidewire. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.